Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the device broke off of the needle. Patient and the customer were both exposed to uncovered needle, however, no needlestick injury occurred. No additional impact reported.

Manufacturer narrative:
D4: medical device lot#: unknown. D4: medical device expiration date: unknown. H.3: a device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4: device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary material #: 368607; lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the device broke off of the needle. Patient and the customer were both exposed to uncovered needle, however, no needlestick injury occurred. No additional impact reported.